Event description:
On 25th june 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that there were linear marks/scratches on the iol immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that linear marks/scratches were observed on the optic immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session. Post-operatively, the patient is reported to have presented with corneal oedema. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. Our review of production records for the rayone galaxy rao605g batch 114255562 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 114255562. The presentation of lines on the lens is possibly a combination of creases in the capsule (due to the radial force exerted from the lens being injected into the capsular bag), posterior striae or some delamination from the injector nozzle; however, in the absence of evidence and detailed information the root cause cannot be established.